Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. Data was provided for investigation. The wearable was inserted into the back, which is off-label usage of the device, on (B)(6) 2026. On (B)(6) 2026 at around 1:00 pm, the patient stated that she was at home when the incident occurred. She reported that she became unconscious, and her husband noticed her condition. He performed a fingerstick blood glucose test, which showed a reading of 27 mg/dl. At the same time, her dexcom device displayed the message, "brief sensor issue. Wait up to 3 hours." The patient stated that before she lost consciousness, her dexcom had not been displaying glucose readings and was showing the error message, "brief sensor issue" for about 2 hours. She became aware of the error message prior she lost consciousness. She didn't feel any symptoms of hypoglycemia prior to the incident. She didn't do a fingerstick when her dexcom showed "brief sensor issue". The husband administered glucagon injection. She remained unconscious for approximately two hours, from 1:00 pm to 3:00 pm. When she regained consciousness, her husband performed another fingerstick blood glucose test, which showed a reading of 200 mg/dl. The husband did not call 911 or take her to the hospital. Instead, they managed the episode at home with self-treatment. The patient was doing well at the time of the report. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.